Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer stated sensor glucose was 80 and blood glucose was 35 mg/dl. The customer stated she has not started insulin, but used her sensor and her blood glucose stated low battery. The customer was advised that a non-optical insertion may impact sensor performance during the first day of sensor use. The customer was advised to not over calibrate.